Event description:
According to the medwatch report "monitor did not show a good quality picture of the cardiac rhythm. Took approx. 45 seconds to charge defibrillator."

Manufacturer narrative:
In an eval of the cardiac monitor by physio-control, a complete functional test was performed and proper operation was observed. The facility's defibrillator/monitor was traded to physio-control and replaced with a new defibrillator/monitor.